Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Additionally, (B)(4) have been opened to address elevated glucose levels associated with this device. (B)(4).

Event description:
It was reported that while using a minimed® pro-set® with bd flowsmart¿ technology, 24 in x 6 mm, a patient's blood glucose would not go below 400 mg/dl. The patient changed her set, tried to give a bolus dose, and manually inject her insulin which seemed to work until the next day when her blood glucose level was greater than 300 mg/dl at breakfast. The patient changed the set to an mio at the end of the day and manually injected insulin to reduce her blood glucose level which worked without issue. Upon removal of the minimed® pro-sets, the patient found the first needle was bent and the 2nd needle had blood in it. There was no report of medical intervention beyond an additional injection of insulin to deliver the intended dose.